Manufacturer narrative:
H11: additional information was received through follow up. However, no deficiency was identified with the other device alleged (captured under regulatory report (B)(4)) and it was determined to be no longer reportable. Therefore, the file was reassessed for reportability. As an initial MDR had already been submitted, the file will remain assessed as a malfunction. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was discovered that the catheter lock could not be connected to the connecting handle of the port seat, and there was a noticeable gap between the components. After replacing the catheter lock, it was found that the issue persisted and the parts still could not be connected. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was discovered that the catheter lock could not be connected to the connecting handle of the port seat, and there was a noticeable gap between the components. After replacing the catheter lock, it was found that the issue persisted and the parts still could not be connected. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.